Event description:
Clinical study. Sixteen days after a coronary drug eluting stenting treatment procedure a dissection was discovered. Target lesion 1 was identified in the proximal circumflex (cx) with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1(cx) was treated with pre-dilation and placement of a 3.0 x 16 mm taxus express2 8.8% stent. Residual stenosis was 10% following post-dilation. The pt was discharged the next day. The pt was readmitted 14 days later with chest tightness and left arm paresthesias. Acute mi was ruled out by cardiac enzymes (peak ck 75 u/l, troponin <0.10 ng/ml). Cardiac catheterization next day revealed: lmca - normal, lad - mild luminal irregularities, lcx (target vessel) - taxus stent patent with a proximal edge dissection in calcified segment, rca - 30-40% proximal stenosis. The proximal edge dissection in the lcx was treated with placement of a 3.5 x 8 mm taxus express2 8.8% stent. Residual stenosis was 0% following post-dilation. There were no reported complications and the pt was dishcarged the following day.